Event description:
On (B)(6) 2017, 3m was notified that a (B)(6) female experienced gastro-intestinal irritation that resulted in hospitalization following an impression procedure with 3m espe imprint 4 preliminary penta sq. The impression procedure was performed on (B)(6) 2016. 3m received further information on (B)(6) 2017, that the patient gagged during the impression procedure and that the dental assistant swept the patient's mouth for material, but no residual impression material was found in the patient's mouth; the patient had surgery on (B)(6) 2016, for a bowel obstruction.